Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from slow fluid loss that began several months prior to revision procedure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid leak was confirmed. Based on a review of all available information, the cause of the reported event was due to a pinhole leak identified in the cuff pillow that is consistent with wear at a fold of the cuff.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from slow fluid loss that began several months prior to revision procedure and the balloon was half empty with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from slow fluid loss that began several months prior to revision procedure and the balloon was half empty with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.